Manufacturer narrative:
The device associated with this complaint will not be returned for evaluation. The customer has decided not to repair the system. Since the device was not returned, physical investigation of the thermogard console could not be performed and a root cause could not be determined. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During setup, the thermogard console (sn (B)(4)) displayed mid:14 (bg power supply) error message upon power up. The customer tried multiple times to restart the console and use another power socket; however, the error message persisted. No patient involvement. No additional information was provided.

Manufacturer narrative:
The customer reported complaint for the thermogard displaying an error message mid: 14 (bg power supply) was confirmed during event log review and initial functional testing. The power module and cable were replaced to resolve the problem. A visual inspection was performed and pump lid was observed damaged, unrelated to the reported complaint. The thermogard is a reusable device and was manufactured on 2011. Therefore, this type of issue is characteristic of normal wear and tear. A review of the event log was performed and mid: 14 (bg power supply) was noted around the reported event date, thus confirming the reported complaint. Following the service, the thermogard was tested and passed all the testing criteria and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn (B)(4).